Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that last week the customer had high and low blood glucose levels. Her blood glucose level was over 600 mg/dl and it dropped to 20 mg/dl. She was nauseous and had excessive thirst. Customer treated her blood glucose with syringes and food. The device was not returned.